Event description:
It was reported that the patient had lead problems in the past. It was stated that his leads had moved up when he had percutaneous leads and that they were replaced in 2009. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 377860 lot# v001577, implanted: 2006 (B)(6), product type lead product ID 377860 lot# n0043829, implanted: 2006 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).